Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 11/01/2019. The manufacturer's field service engineer confirmed the reported problem. The customer declined service from the manufacturer, and reported that they will have repairs performed by a third party. No further information regarding the ventilator's status was made available. The device remains at the customer's facility.

Event description:
The customer reported a ventilator with a pressure sensor failure. There was no patient involvement or harm.